Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change for upgrade, multiple pauses were observed in patient rhythm on lead monitor and plasma blade was not used during the pauses. The right ventricular lead was connected to pacing system analyzer cable and rhythm was restored with effective capture. Lv lead was implanted and tested with new psa cable set. The new device was implanted and connected to the leads. All the lead measurements were good. Patient was stable during and post procedure.